Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that there were defective pcu (8015) keypads resulting in the devices not turning on. There was no patient harm. The issues were noted prior to patient use.

Event description:
It was reported that there were defective pcu (8015) keypads resulting in the devices not turning on. There was no patient harm. The issues were noted prior to patient use.

Manufacturer narrative:
Additional in h3, h6, h7, h9. The customer reported complaint of the keypad. The keypads were confirmed to have faulty system on keys and nonfunctioning ac indicator lights. During internal inspection, the keypad was found with signs of fluid ingress where the flex cable meets the circuit layer and a broken trace (trace 20). During external inspection, the keypad was in good condition with no issues observed. Test results identified that the ac indicator lights did not illuminate, and the system on key did not function after plugging in the power cord. All other keys on the keypad were functioning as intended during functional testing. The proximate cause of the customer¿s experience with keypad failures is suspected to be associated to keypad trace damage resulting from fluid ingress entering the keypad circuit layer. Device history review: review of the pcu module s/n (B)(6) service history record showed the device had a manufacture date of 23-may-2020. A review of the device service history record was performed beginning from the date of manufacture to the present date 13-nov-2020 and indicated that this device has not been returned to service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. H3 other text : only the front case with keypad assembly was provided for investigation.

Event description:
It was reported that there were defective pcu (8015) keypads resulting in the devices not turning on. There was no patient harm. The issues were noted prior to patient use.

Manufacturer narrative:
Review of the pcu module (B)(6) service history record showed the device was manufactured on 23-may-2019. A review of the device service history record was performed beginning from the date of manufacture to the present date 13-nov-2020 and indicated that this device has not been returned to service. Review of the production failure record was performed beginning from the date of manufacture through present. No production failure records were opened for the source device. H3 : only keypads were returned for investigation.